Manufacturer narrative:
G4: 13apr2020. B4: 17apr2020. The front bezel assembly was returned to the manufacturer's failure investigation (fi) lab for evaluation. Visual inspection of the front bezel assembly revealed signs of discoloration and surface contamination. The front bezel assembly was installed into the fi test ventilator to verify & test its functional integrity. From testing, it was determined that the test ventilator utilized with the returned exhalation front bezel assembly passed all testing, and no errors were generated. The reported complaint of a navigation ring failure was not duplicated. No fault was found on the returned front bezel assembly . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/19/2019. The manufacturer's field service engineer confirmed the reported nav-ring issue. The manufacturer¿s field service engineer (fse) replaced the defective front bezel to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported a navigation-ring (nav-ring) failure. There was no patient involvement reported.